Manufacturer narrative:
Despite multiple requests, this pacemaker was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the power consumption of this pacemaker was noted to have gradually increased over the past year and was currently operating at 297 percent power. Review of the device data confirmed there was a hardware malfunction. Surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.